Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed with no deviations identified. Evaluation of the returned device identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. However, root cause remains cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. : product expected, not yet received.

Event description:
It was reported that the patient underwent a knee procedure, after the final trialing the surgeon noticed two pieces fractured off of the tibial articular surface provisional. All pieces were removed on the same date. There was no delay in procedure due to the event. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to report additional information received. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product complaint evaluation confirmed the instrument fracture. Visual examination confirms that the returned product exhibited signs of repeated use (nicked and gouged) and a portion of the post is missing (not returned). The device had an unknown frequency of use. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. This device is considered conforming due to its extended field life and unremarkable manufacturing records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.